Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient failed to charge the device as recommended causing the ipg to become inoperable. It was also reported the patient system was not charged for over 1 year. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.